Event description:
After an implantation period of approx. 79 months, an increase in threshold was observed via homemonitoring. The lead was explanted. In the same time, the involved pacemaker was explanted but there was no particular complaint about the device performance. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker and the lead were received for analysis. The pacemaker was interrogated, and the pacemakers memory content was analyzed indicating no anomalies. The battery was found to be sufficiently charged. The rv lead impedance trend documented an increase of the rv threshold since middle of 2021. Thus, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In addition, the impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. The pacemaker is fully functional. The analysis did not show any deviations from the technical specifications. The analysis of the lead showed severe extraction damages such as a deformed outer conductor coil and a missing lead tip including the fixation tines, which most likely resulted from mechanical stress. An extraction aid was found in the lead body. However, a thorough analysis of the lead did not show any deviations that might have led to the reported clinical observations. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for pacemaker and lead were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.